Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the latching system of the unit was misaligned. The technician adjusted the panel support bracket, tested the unit and confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the bottom panel to their amsco 400 sterilizer detached and contacted the employee's foot (bruise). The employee went to the emergency room. The user facility did not disclose further medical information.